Event description:
On (B)(6) 2015 - the mother of the end user reported that the device ripped the skin off when the device was removed it left a huge mark including a mark shaped just like a bandaid. It is turning into a scar now.